Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels. The customer's blood glucose was 486 mg/dl. The customer stated that they felt sick and had a headache. The customer was unable to troubleshoot because they were in the hospital. The customer's insulin pump showed several no delivery alarms and a low battery alert. Advised that a replacement insulin pump would be sent and to return the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip and cracked case near display window corners noted during our visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.